Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as the distal sheath had a cut in it. Additionally, the control body was missing ke45 on the probe screws, and the c-cap had sharp dents present. Furthermore, the light guide had scratches, camera switch #1 had a cut, and the customer label grip was dry. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the ultrasonic gastrovideoscope had a leak during reprocessing. According to the initial reporter, the device keeps failing medivator. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.¿ based on the results of the investigation, it is believed that the reported event occurred as a result of excess force applied to the device. Olympus will continue to monitor the field performance of this device.